Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the auto contour was not disengaging and adjusted the auto contour cable tension to repair the bed.